Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "concern with the product, rippling, sporadic pain, and palpable lymph node".

Event description:
Healthcare professional reported bilateral exchanged of textured implants due to "concern with the product, rippling, sporadic pain, and palpable lymph node". Device was explanted. This record is for the right side.